Event description:
The facility representative reported a colleague infusion pump with a 810:11 failure code. Upon review of the event history log, failure code 810:11 interrupted delivery. It is unknown when this condition occurred. It is unknown if there was patient involvement; however there was no patient injury or medical intervention reported related to this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed during review of the event history log. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.